Event description:
The physician achieved arteriotomy closure with a perclose a-t (the closer ak) following a diagnostic procedure in 2003. The pt was discharged to nursing home the following day. Upon discharge it was noted that the pt's right groin site was clean and dry with no ecchymosis or redness seen. Two weeks later, a urine culture and sensitivity was done at the nursing home that revealed a methycillin resistant staphylococcus aureus (mrsa) infection. Treatment was started with vancomycin, route unk. Two days later, the pt was "experiencing fever, chills, and a purulent drainage oozing from right groin arteriotomy site." The nursing home contacted the physician. The pt was admitted to the hospital with a diagnosis of a right groin infection. Upon admission, blood was drawn for a complete blood count and the results showed an elevation in the number of white blood cells. The pt was started on intravenous vancomycin and placed in the intensive care unit. Blood and urine cultures were taken and both came back positive for mrsa. The pt underwent an exploratory surgery of right groin one week later. In surgery, an abscess was noted and drained, the perclose stitch was removed, and a vein patch was placed in the right common femoral artery. The drainage from the abscess was cultured and the results were positive for mrsa and staphylococcus aureus. The pt remained on intravenous antibiotics in the intensive care unit 5 days, when they expired. It was reported that the pt experienced cardiac dysrhythmia and was not resuscitated due to a "do not resuscitate" order. The cause of death was listed on the death certificate as cardiac dysrhythmia, septicemia, and infected right groin hematoma with abscess. Though requested, no additional info was provided.